Manufacturer narrative:
(B)(4). Lancets returned used; unable to continue evaluation. Most likely underlying root cause: mlc-9: user error caused or contributed to event note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that she has received the lancets and send a few of lancets in question back for investigation. Customer is satisfied with lancets sent and no symptoms or medical attention reported.

Event description:
Consumer reported complaint for bruising and pain on the fingers with the use of lancets. The customer feels well at time of call but did report symptom of pain with use of lancets. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. Customer called in and states the pharmacy brand micro thin lancets multi colored lancets have short needles and the needles are crooked sometimes. Customer states she had to go through 7 lancets to get to one that works. Customer called stating some of her lancets were bent and has a short needle. Customer states the needle is not a 33 gauge for her one touch lancing device. Customer states some of the needles has caused some pain and bruising to the tips of her fingers. Customer states she is feeling fine and will not seek medical attention.